Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files revealed a rise in power consumption and multiple high watt alarms starting on the reported event date. Analysis of the device revealed that the device passed functional testing, and dimensional verification. However, visual examination revealed abrasion marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump, thus the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hepatic & renal dysfunction are known potential complications associated with all patients implanted with vad's. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that on the evening on (B)(6) 2016, the patient started showing signs of expressive aphasia confirmed from an embolic stroke. The patient does has a history of a deep vein thrombosis and a stroke from a past bout of botulism. The patient was on heparin with ptt in the 50s and 60s at the time of the events. It was noted that patient had clot noted in the ECMO circuit that was placed the night prior to the vad implant while also on heparin. Labs pending regarding coagulopathy issues. Power values on the vad were running around the 3w range. On the evening of the (B)(6), power climbed to the 6w range for a period of time then trended back down. Then climbed to the 14-18w range. The patient taken to the operating room the morning of the (B)(6) 2016 for a pump exchange. It was further noted that there was a small kink in the outflow graft and a thrombus was in the graft. There was also a quarter sized thrombus noted at the inflow cannula leading down into the pump. Interop tee showed turbulent flow at the inflow sight. The patient was extubated on (B)(6) 2016. He is moving all four limbs but still showing signs of aphasia and not speaking at this time. The patient also having signs of renal failure since the incident and currently receiving dialysis. The patient subsequently started by showing issues of expressive aphasia. It is now confirmed that the patient experienced an embolic stroke and a renal failure (currently needing dialysis). The patient is now moving all four limbs as of (B)(6) 2016 but still unable to speak.